Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (vesicles around he scar) occurred 2 days after closure of surgical incision. Motive of surgery was costal grafting for ear surgery. Outcome was sequelae with hyperpigmentation of the scar 21 days after the surgery.